Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill one of the patient¿s pd treatment . The patient did not receive any message or alarm. The patient noticed a lot of fluid coming from the bottom of the cassette door so the patient stopped the treatment. There was fluid in the pump module area and fluid on the external of the cassette. Fluid leaked from the cassette into the cassette door. Technical services advised the patient to stop using the cycler due to the fluid leaking and was advised to inform the patient¿s pd nurse of the event. The patient will do manual treatments in the absence of a cycler. The patient was advised to keep the tubing set and to return it for investigation. The cycler will be returned for investigation. Multiple attempts were made to gather additional information, but no information was received.

Event description:
It was reported by a peritoneal dialysis (pd) patient that a fluid leak was discovered during fill one of the patient¿s pd treatment . The patient did not receive any message or alarm. The patient noticed a lot of fluid coming from the bottom of the cassette door so the patient stopped the treatment. There was fluid in the pump module area and fluid on the external of the cassette. Fluid leaked from the cassette into the cassette door. Technical services advised the patient to stop using the cycler due to the fluid leaking and was advised to inform the patient¿s pd nurse of the event. The patient will do manual treatments in the absence of a cycler. The patient was advised to keep the tubing set and to return it for investigation. The cycler will be returned for investigation. Multiple attempts were made to gather additional information, but no information was received.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical. A visual inspection of the returned cycler exterior showed sign of physical damage. Front panel bezel was damaged/cracked. There were visual indications of dried fluid within the cassette compartment on the pump door and on the top cover. There was a visual indication of particulates around the catch post area and within cassette compartment. There were no burrs or sharp edges in the cassette area that may have punctured a cassette membrane. A post- accelerated stress test (ast) 2 hour 15 min 8500 ml simulated treatment was performed and completed without any failures or problems. No fluid leaks in test cassette during test. Valve actuation test passed. Systems air leak test passed. There were visual indications of dried fluid found in between of the pump assembly and display assembly during internal inspection. There were visual indications of dried fluid within the recess of the bottom cover adjacent to the pump during internal inspection. The cause of the observed dried fluid could not be determined. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. The device history record did not reveal any issues or problems related to the reported symptom code.